Event description:
Respiratory technician was checking out a puritan bennett 840 ventilator prior to placing on a patient. The tech could not get the screen to respond and called biomed. The unit was picked up and it was found that the display cpu board had failed. This could have caused a delay in patient care if this would have failed while on a patient.